Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on for transmitter with serial number 8m5qfb. However, transmitter with serial number 8jfe5t was returned for evaluation. An external visual inspection was performed and passed. Voltage measurement was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. The reported event of signal loss is reportable based on voltage measurement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.